Manufacturer narrative:
Log file analysis review date august 4, 2015. Data through: august 3, 2015. Normal power consumption. 26 suction alarms have been logged since (B)(6) 2015. 14 low flow alarms have been logged since (B)(6) 2015. The current low flow alarm limit is set to 2.0 lpm. Change in viscosity on (B)(6) 2015 information from the clinical specialist (email) dated august 4, 2015: the patient had 3 controller power ups and associated motor starts indicating that both power sources were disconnected from the controller. These events happened at the following dates and times: (B)(6) 2015 and twice on (B)(6) 2015 adverse events documented and that may be associated with the use of the vad include neurologic dysfunction, stroke and cardiac arrhythmias. The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Devices remain implanted.

Event description:
It was reported by the clinical engineer that a patient was admitted for potential cardiac arrhythmia the patient was surgically treated with an implantable cardioverter-defibrillator (ICD ). On (B)(6) 2015 the patient developed a brain bleed and was transferred to neuro ICU. The patient was stable in neuro ICU with complaints of a headache. The patient was transferred to the step down unit, had a repeat head computed tomography (CT) and anticoagulation was reinitiated. The site plans to monitor the patient until he is therapeutic on anticoagulation then plan for discharge home. No additional information provided.